Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the de novo, distal left anterior descending coronary artery with one xience v stent. On (B)(6) 2012, the patient was found at home unresponsive and intermittently gasping for air. Cardiopulmonary resuscitation (CPR) was performed and the patient was admitted to the intensive care unit. According to the electrocardiogram, the patient had a non st elevation myocardial infarction. The patient was intubated, but the prognosis was poor as the patient remained in a coma. Comfort care, including medication, was provided and the patient expired on (B)(6) 2012. An autopsy report was not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction and death are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.